Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately two (2) years post initial procedure, the patient presented with a type iiia endoleak. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene. Additional information: clinical assessment identified that there was a complete component separation of the bifurcated stent graft and the proximal extension.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2 type iiia endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a complete component separation occurred that was not included in the event as reported. This finding was discovered during an examination of CT (computed tomography) scan dated (B)(6) 2023. The most likely causation for the reported event is user-related. The aneurysm sac size at index was 77.1mm and based on the sizing recommendation in the device IFU, the calculation demonstrated the proximal overlap should have been 58.5mm; however, the proximal overlap on the first CT scan dated (B)(6)2020 was 38.7mm, and this likely contributed to the type iiia endoleak. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem g3 awareness date h6 medical device problem codes; remove 4065 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately two (2) years post initial procedure, the patient presented with a type iiia endoleak. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene.